Event description:
It was reported that a patient was referred for a full revision due to high impedance. The lead impedance was high and the device had been programmed off. The mother was concerned the vns was not working. The patient had gone into the ER for seizures. Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24 hours, while placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the device performed according to functional specifications. The battery measured 3.081 volts and was not in a depleted condition. 13.138% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.